Manufacturer narrative:
The reported events of loss of pacing and premature battery depletion were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. The device triggered a false eri alert post-explant consistent with exposure to cold temperature. Information received from the field indicated the device was exposed to an electrosurgical device consistent with the pacing anomaly observed in the field, which also corrupted the device image. A device image or session records were requested from the field, but the information was not available. Electrical testing was performed and normal functionality and normal current level was observed. Further evaluation of the pacing output parameters revealed all parameters were within normal range of operation. Additionally, a longevity assessment was performed and device was observed to have appropriate remaining longevity.

Manufacturer narrative:
The reported events of loss of pacing and premature battery depletion were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. The device triggered a false eri alert post-explant consistent with exposure to cold temperature. A visual examination revealed burn marks on device¿s can from exposure to electrosurgical cautery. The instructions for use (IFU) indicates that electrosurgical cautery can temporarily inhibit the pulse generator operation. Electrical testing was performed and indicated normal current level, normal functionality, and no evidence of premature depletion. Additionally, visual examination of the header and connector region revealed no contamination or foreign material. After cutting open the device, a visual examination of the components revealed no anomalies. Furthermore, a longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow-up, the device was at elective replacement indicator (eri) level. The physician alleged premature battery depletion against the device. A loss of pacing was observed on the device during the device replacement procedure while using electrocautery. As a result, the pacemaker dependent patient went into asystole. The physician disconnected the leads from the device and connected them to a pacing system analyzer to provide pacing for the remainder of the procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.